Event description:
It was reported that the arctic sun device was in use in neonatal intensive care unit (nicu) last night. Biomed sent to them with note that it alerted needs water. Walked through diagnostics water flow rate (wrl) was 5. Mss explained that this alert would go off if device turned off without draining pads. So, advised that nurse to call helpline when they receive an alarm so that they can assist at the time. Mss explained they would need to press stop therapy and drain pads to obtain accurate water level and determine if device truly needs water. Per follow up via phone 03aug2021, initial reporter, stated that there was nothing wrong with the arctic sun, the issue was user error. Also stated that did not know if therapy was able to be completed and no patient identifiers.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was in use in neonatal intensive care unit (nicu) last night. Biomed sent to them with note that it alerted needs water. Walked through diagnostics water flow rate (wrl) was 5. Mss explained that this alert would go off if device turned off without draining pads. So, advised that nurse to call helpline when they receive an alarm so that they can assist at the time. Mss explained they would need to press stop therapy and drain pads to obtain accurate water level and determine if device truly needs water. Per follow up via phone (B)(6) 2021, initial reporter, stated that there was nothing wrong with the arctic sun, the issue was user error. Also stated that did not know if therapy was able to be completed and no patient identifiers.